Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. A patient who was inquiring about the surescan products and asking for physician listings, as they stated their implanting physician had left the clinic, reported that they would like to have their implant removed. When asked the reason for removal, the patient said that over the last couple of weeks the neurostimulator site had felt uncomfortable. The patient noted that they started a new workout routine with a lot of mat work: yoga and pilates, and even using the thicker mat, the site felt uncomfortable. The patient also said that they had concerns about having the implant and not being able to have a full body MRI. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that they had contacted the doctor who managed their device regarding the discomfort at the ins site. When asked to clarify whether or not doing a lot of mat work (yoga and pilates) had impacted the device/therapy in any way, they replied it was unknown. They clarified there was some mat work that involved rolling on your back up to a crunch position, rolling side-to-side with their knees tucked in, and they did not even try doing that. When asked what steps were or would be taken to resolve the discomfort at the ins site, they stated that in order to have their doctor take the device out, they would have to have a covid test, so they had decided to hold off for now. The issue was not yet resolved. Device removal or replacement was not planned. It was on hold for now until a covid test was not a requirement. For now they were just trying to work around, modify, or avoid movements they thought would aggravate the area where the device was, or put weight in that area when on the mat. They asked if the device could move around if it was being applied pressure. That was their only question for now. The doctor would remove the device once they could have the procedure done without having a mandatory covid test, so it was on hold for now.